Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, seal unevenness around the light guide lens and the objective lens was found. There was no patient involvement.